Event description:
The manufacturer became aware of an allegation of innospire deluxe rental. The manufacturer received information stating that the patient has passed away. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.